Event description:
Pump declared an altitude alarm, prompting concern. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to gently clean the speaker holes and reconnect the cartridge. After following instructions and waiting, the customer successfully resumed insulin delivery. No other occurrences of this issue were reported within the past month.